Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on unknown date with blood glucose level was unknown. The customer had running low for past 3 days has dexcom sensor usually runs good stated that he was out to dinner started dropping suspended insulin started dropping down to 52 mg/dl stated that he had a low blood glucose and emergency. He could feel him self coming back up emergency did not give him anything blood glucose 57 mg/dl and was starting to feel better they left he was not taken in drank juice and started to come up still had basal running but did not give any insulin for his dinner. Customer stated that they did not need insulin the whole night and was still low blood glucose last night 62 mg/dl then went up to 188 mg/dl and other blood glucose was 80 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they drive support cap was normal. Customer was alleging insulin pump was over delivering due to suspended the pump for 20 minute and continued to drop low when they called emergency when he got home checked blood glucose and was stability out so he unsuspended the pump. The reservoir will not be returned and insulin pump will be returned for analysis.

Event description:
Customer did not go to emergency room but just had emergency medical service dispatched on (B)(6) 2021. Customer's blood glucose before dinner was 80mg/dl. The customer also reported that the screen turns black when the insulin pump was hot.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.